Manufacturer narrative:
The product has been received for analysis and analysis is ongoing. The report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after hearing their device emit tones. Upon interrogation, the s-ICD was found to have exhibited multiple codes, including fault code lc, fault code bd, and fault code wb. Code tc and tl were also exhibited which indicate that sensing was not fully optimized. Surgical intervention was performed and during the explant, the physician noted scratch marks as well as decoloring on the device can. No visible damage was noted with the electrode and it was observed to have been fully inserted into the header of the device. The s-ICD was explanted and replaced without any further issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory noted no resets, errors, or fault codes. However, the device diagnostics log file does not display the patient log due to an invalid format. Interrogation of the device with a programmer was normal until trying to view the episodes. The programmer then performed a log and halt. The shock output of the device was normal. The device case was removed and internal inspection noted no irregularities. The battery of the device was removed from the hybrid and tested with an external power source. The voltage values were observed to be normal. The patient log file had multiple errors which include dates and timestamps. The device assembly was heated and no additional errors were observed. No additional faults occurred while interrogating the device with the programmer. Analysis confirmed the allegations made against the device in the field was fault codes were caused by corruption of the device memory. The cause of the memory corruption was not determined.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after hearing their device emit tones. Upon interrogation, the s-ICD was found to have exhibited multiple codes, including fault code lc, fault code bd, and fault code wb. Code tc and tl were also exhibited which indicate that sensing was not fully optimized. Surgical intervention was performed and during the explant, the physician noted scratch marks as well as decoloring on the device can. No visible damage was noted with the electrode and it was observed to have been fully inserted into the header of the device. The s-ICD was explanted and replaced without any further issue. No additional adverse patient effects were reported.